Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("located in the posterior aspect near the tubal junction is a metallic coil embedded within myometrium") and device expulsion ("migration / the left device had migrated into the uterine cavity/migration of essure device location of device:uterine cavity") in a 35-year-old female patient who had essure (batch no. 846833) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric disorder. On (B)(6)2012, she had hysterosalpingogram which confirmed that the right essure device was successfully occluded, whereas the left device had migrated into the uterine cavity. Concurrent conditions included endocervicitis and uterine cervical squamous metaplasia. Concomitant products included ethinylestradiol;norgestimate (ortho cyclen), ibuprofen;pseudoephedrine hydrochloride (motrin cold & flu) and paracetamol (acetaminophen). On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced pelvic pain ("pelvic pain/pain pelvic"), dysmenorrhoea ("dysmenorrhea(cramping"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On(B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy(full), bilateral salpingectomy and total vaginal hysterectomy, and salpingectomy). Essure was removed on (B)(6)2012. At the time of the report, the embedded device, device expulsion, dysmenorrhoea, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: results: right essure device was successfully occluded; on (B)(6)2012: results: failure to occlude (close) fallopian tubes. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: device embedded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. The following events were added from pfs- depression and mental anguish. Concomitant products added. Event onset dates updated. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("located in the posterior aspect near the tubal junction is a metallic coil embedded within myometrium") and device expulsion ("migration / the left device had migrated into the uterine cavity") in a 35-year-old female patient who had essure (batch no. 846833) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric disorder. Concurrent conditions included endocervicitis and uterine cervical squamous metaplasia. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 2 months 31 days after insertion of essure, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy) and essure was removed on (B)(6) 2012. At the time of the report, the embedded device, device expulsion, dysmenorrhoea, menorrhagia and vaginal haemorrhage outcome was unknown and the pelvic pain had resolved. The reporter considered device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: right essure device was successfully occluded . ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: device embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("located in the posterior aspect near the tubal junction is a metallic coil embedded within myometrium") and device expulsion ("migration / the left device had migrated into the uterine cavity") in a 35-year-old female patient who had essure (batch no. 846833) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric disorder. Concurrent conditions included endocervicitis and uterine cervical squamous metaplasia. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 2 months 31 days after insertion of essure, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy) and surgery (total vaginal hysterectomy, and salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, device expulsion, dysmenorrhoea, menorrhagia and vaginal haemorrhage outcome was unknown and the pelvic pain had resolved. The reporter considered device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: right essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: device embedded. Most recent follow-up information incorporated above includes: on 11-may-2018: plaintiff fact sheet received. New reporters added. Patient demographic information added. Event abnormal bleeding (vaginal) added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration / the left device had migrated into the uterine cavity") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total vaginal hysterectomy, and salpingectomy). Essure was removed. At the time of the report, the device expulsion, pelvic pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("located in the posterior aspect near the tubal junction is a metallic coil embedded within myometrium") and device expulsion ("migration / the left device had migrated into the uterine cavity") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric disorder. Concurrent conditions included endocervicitis and uterine cervical squamous metaplasia. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 2 months 31 days after insertion of essure, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, device expulsion, dysmenorrhoea and menorrhagia outcome was unknown and the pelvic pain had resolved. The reporter considered device expulsion, dysmenorrhoea, embedded device, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: right essure device was successfully occluded ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: device embedded. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet & medical record received. Event device embedded was added. Lot number added. Lab data updated. Concomitant , historical drugs & conditions are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('located in the posterior aspect near the tubal junction is a metallic coil embedded within myometrium') and device expulsion ('migration / the left device had migrated into the uterine cavity/migration of essure device location of device:uterine cavity') in a (B)(6) female patient who had essure (batch no. 846833) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric disorder. On (B)(6) 2012, she had hysterosalpingogram which confirmed that the right essure device was successfully occluded, whereas the left device had migrated into the uterine cavity. Concurrent conditions included endocervicitis and uterine cervical squamous metaplasia. Concomitant products included ethinylestradiol;norgestimate (ortho cyclen), ibuprofen;pseudoephedrine hydrochloride (motrin cold & flu) and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/pain pelvic"), dysmenorrhoea ("dysmenorrhea(cramping"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder/urinary problems"), bladder disorder ("bladder/urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection ") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total vaginal hysterectomy(full), bilateral salpingectomy and total vaginal hysterectomy, and salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, device expulsion, dysmenorrhoea, depression and anxiety outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: right essure device was successfully occluded; on (B)(6) 2012: results: failure to occlude (close) fallopian tubes. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: device embedded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Reporter information added. Events : bladder/urinary problems, bladder infection, uti, vaginal infection, vaginal discharge added. Event outcome were updated for events vaginal bleeding, menorrhagia, bladder/urinary problems, bladder infection, uti, vaginal infection, vaginal discharge. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('located in the posterior aspect near the tubal junction is a metallic coil embedded within myometrium') and device expulsion ('migration / the left device had migrated into the uterine cavity/migration of essure device location of device:uterine cavity') in a 35-year-old female patient who had essure (batch no. 846833) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric disorder. On (B)(6) 2012, she had hysterosalpingogram which confirmed that the right essure device was successfully occluded, whereas the left device had migrated into the uterine cavity. Concurrent conditions included endocervicitis and uterine cervical squamous metaplasia. Concomitant products included ethinylestradiol;norgestimate (ortho cyclen), ibuprofen;pseudoephedrine hydrochloride (motrin cold & flu) and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/pain pelvic"), dysmenorrhoea ("dysmenorrhea(cramping"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder/urinary problems"), bladder disorder ("bladder/urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection ") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total vaginal hysterectomy(full), bilateral salpingectomy and total vaginal hysterectomy, and salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, device expulsion, dysmenorrhoea, depression and anxiety outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: right essure device was successfully occluded; on (B)(6) 2012: results: failure to occlude (close) fallopian tubes. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: device embedded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.